Event description:
Customer reported the total misalignment of the transverse and longitudinal pairs of edges of the collimated radiation field extended beyond the visible field on the image intensifier by more than the 4% of the sid.

Manufacturer narrative:
Possible aro report. A ge rep evaluated the system and performed a beam alignment. System operates as intended.